Manufacturer narrative:
H.6. Results code 2: 213: the explant analysis stated the following: the device fragments were returned to w. L. Gore & associates for investigation. Submitted in formalin were two tissue fragments (unknown origin) and six gore® excluder® aaa endoprosthesis fragments; three trunk ¿ ipsilateral leg endoprosthesis fragments (tf-1 - tf-3), one contralateral leg endoprosthesis fragment (clf-1) and two constraint sleeve fragments (csf-1 & csf-2). The device fragments had been transected prior to arrival at w. L. Gore and associates. The lumens of all endoprosthesis device fragments were widely patent and generally devoid of tissue with the exception of minimal multifocal foci of firmly adherent pale yellow to tan/white tissue. There scattered plaques of friable dark red/brown material on the abluminal surface of the trunk and contralateral leg fragments. Both poles of clf-1 and tf-3 were transected. The distal poles of tf-1 were transected and the proximal pole of tf-2 was transected. The two free floating tissue fragments were of unknown origin. The tissue fragments consisted of pale yellow to tan mottled, semi-firm tissue. Histopathologic analysis was not performed, due to the nature of the complaint. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified.

Manufacturer narrative:
An additional device: plc161200 lot # 13943672 UDI (B)(4) should have been included in this report. The device has been added to the investigation. A review of the manufacturing records for this device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargements.

Event description:
On (B)(6) 2016, the patient underwent treatment of a 56 mm abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. On (B)(6) 2019 a conversion to open repair with partial device system explantation and an aorto bi-iliac bypass graft, sewn to the limbs of the endoprostheses was performed due to sac expansion. The maximum aortic diameter of the aneurysm was approximately 90mm. The cause of the sac expansion is unknown.